Event description:
Over the past several days we have had in our surgery dept 3 instances where conmed bovie pencils stuck in the on position. This situation presents a very dangerous condition for both the pt and the physician. Fortunately nobody was hurt in any of these instances.

Manufacturer narrative:
Investigation activities along with corrective and preventive measures have been initiated to address this device issue.